Event description:
The hosp reported that during preparation for multiple coronary artery bypass graft procedures, six heartstring seals cracked and unraveled at the distal end while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.